Event description:
Healthcare professional later reported capsular contracture baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "implant was found rupture during explant", "tear noticed on implant after removal." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Rupture: observed, opening assessed, as fold flaw opening. Additional observations: observed, stress marks on the device assessed, as non penetrating nick. No further actions are required, since no manufacturing issue is observed.

Event description:
Healthcare professional reported, left side "implant was found rupture, during explant". "Tear noticed, on implant after removal". Healthcare professional, later reported, capsular contracture, baker grade iii. Device has been explanted.